Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return for investigation. The wbc per unit was not clearly provided by the customer. Caridianbct is awaiting further info regarding this event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable set was unavailable for specific root cause analysis. Additional information regarding specific lots/machines was not received; cause of the observed issue remains undetermined.